Manufacturer narrative:
Product event summary: product ID: 5068 a proximal portion was received measuring 5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately nine months post implant of the ipg system. A cause of death was requested and not received. The physician office noted that the cause of death was not known, however, noted that there was no information that the ipg system was related to the death.